Manufacturer narrative:
The device has not been returned to mmdg for evaluation. The initial reporter was unable to provide a serial number or the pump model number. Because the actual device could not be inspected, mmdg has been unable to confirm the complaint.

Event description:
The initial reporter stated that the pump alarmed "lots of miscellaneous errors" and that he finally received "motor stall alarm." They also stated that the patient would have a delay in therapy as their infusion was a continuous infusion. An mmdg clinician made multiple attempts to follow up and see if a replacement was obtained and how long the delay in therapy was, but these attempts were unsuccessful. (B)(4).